Manufacturer narrative:
Citation: tyczynski p, et al. Modified chimney / snorkel stenting of the left main coronary artery after transcatheter aortic valve implantation. Kardiol pol. 2020 aug 25; 78 (7-8): 792-793. Doi: 10.33963/kp.15391. Epub 2020 may 26. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature case report regarding a (B)(6) year-old female patient with a history of mitral valve replacement who underwent transcatheter aortic valve implantation with a 29 mm medtronic evolut r (unique device identifier number not provided) for critical aortic stenosis. Aortography performed immediately after valve implantation showed both left and right coronaries with unobstructed ostia. Five months later, the patient reported exertional dyspnea and was readmitted. Echocardiography exhibited diffused hypokinesia of the left ventricular (lv) anterolateral wall and reduction of lv ejection fraction from 60% to 30%. Elevated troponin t levels were also noted. Computed tomography angiography and non-selective coronary angiography revealed coronary flow impairment to the left coronary artery (lca) due to the evolut r being positioned too high with the ostium of the left main coronary artery (lmca) below the bioprosthetic leaflets. Consequently, percutaneous coronary intervention (pci) was performed and a drug eluting stent was implanted in the distal lmca. Echocardiography was performed four days after pci, and again eight months later, revealing improved lv function (ejection fraction of 50% and 60%, respectively). The authors stated the evolut r was intentionally implanted high to avoid interference with the previously implanted mitral prosthesis, but unintentionally caused a too high valve position (above the lca ostium). Per the authors, this allowed mainly systolic lca inflow and only residual diastolic lca inflow because of ¿small¿ paravalvular leak, which most likely caused ischemic deterioration of lv function. No additional adverse patient effects or product performance issues were reported.